Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pt was admitted to the hospital due to chest pain and shortness of breath. An echo cardio- gram revealed a possible small pericardial effusion but lead testing values were normal. The patient was released. On 10/2, the patient presented to the emergency room due to chest pain. An echocardiogram revealed a noticeable peri- cardial effusion. The lead exhibited increased thresholds. Fluids were drained and the patient would be monitored.